Event description:
The customer reported that there were color bars displaying on the image of her olympus evis exera iii video system center during procedure preparation. According to the initial reporter, the intended procedure was completed without any patient harm by moving the patient to another room.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her issue. During the call, after hearing of the image issue, tac recommended turning the device off and changing scopes. The customer did so, but even with the new scope, the same problem persisted. At that time, tac got her connected to the service center to return the device for further evaluation and possible repair. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. There were no color bars in the image during testing. However, it was noted that the bottom chassis had corrosion present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. However, it¿s possible the cause is related to dirt, a water stain, dust, etc. Temporarily adhering to the electrical contact between the scope and the processor. Olympus will continue to monitor field performance for this device.